Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss. There is bone loss along the axial of the implant. #14- a full thickness flap was reflected. The healing abutment was removed. The implant was removed using reverse torque. The osteotomy was debrided and all four bony walls and sinus membrane were noted the be intact. There was a significant amount of immature bone that was also debrided from the osteotomy. Decorticated. Woodsen and osteotomes were used to displace apical bone superiorly. A prf membrane was placed apically. Co/ca/xe regneross bone was mixed with prf exudate and used to graft the osteotomy. A prf membrane and collatape were placed overlying the graft and secured with 3-0 gut suture.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.